Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Fails to cut/coag properly. Could not stop excessive bleeding. Complaint verified - pcb failed coag leakage test. Replaced pcb. Repair order 98250 1216677-2022-00126 leep precision generator lp-20-120 e-complaint-(B)(4).

Event description:
Fails to cut/coag properly. Could not stop excessive bleeding. Complaint verified - pcb failed coag leakage test. Replaced pcb. Repair order (B)(4). 1216677-2022-00126 leep precision generator lp-20-120 e-complaint-2022-04-0000352

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples . *analysis and findings complaint 2022-04-0000352. Distribution history: this complaint unit was manufactured at csi on 01/28/2021 under wo#'s 280420 & 280400 and shipped on 02/21/2021. Manufacturing record review: DHR's 280420 & 280400 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was repaired under a re-work work order 315871 january 2022 and returned february 2022. The repair is unrelated to the complaint. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The unit failed the rf leakage test section for coag of the standard in-process testing. Root cause: a root cause for the complaint condition is not definitively determined. The coag function is known require a site that has minimal blood present and may not work well in an excessively wet environment. It is not clear if the leakage error detected is a sole contributing factor or if the excessive bleeding noted was a equal or greater contributor to the complaint condition. Based on the information available this finding suggests a potential for a design related issue best evaluated by tech ops. *correction and/or corrective action the unit was fitted with a new board, tested to specifications and returned to the customer. The main board pulled out (s/n pg20030035) was set aside for further evaluation by the tech ops ee under project #691. No further training required. *preventative action activity reference tech ops project# 691. Coopersurgical will continue to monitor this complaint condition for trends.